Event description:
The user facility reported that the distal portion of the wire had its hydrophilic coating shear off. This resulted in catheters being unable to pass over it and caused the physician to lose wire access. The type of procedure performed was a leg angiogram. The patient's condition was stable. The estimated blood loss was less than 250cc. The event occurred intra-operative. Additional information was received on 28 may 2025: the sample is contaminated with blood but not with infectious agents or anti-cancer agents. The reported event did not result in patient injury or require medical or surgical intervention.